Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller would not find the implant when trying to recharge. The patient would remove and replace the battery, sometimes it helped. It happened when the patient was at various levels of charge in the battery and not only when it was low. The patient saw error messages occasionally, but didn't know what they were. The patient had pain around the device/ins pocket. The patient's doctor told the patient it was scar tissue developing around the device. The patient was able to get a connection, but had a hard time keeping the connection unless they didn't move. They also had a hard time even making a connection. No symptoms were reported. No further complications were reported or anticipated. Additional information received stated that the new rtm resolved the charging issue because the ins was charging faster. It was reported that 2 weeks prior to the call, the healthcare provider (hcp) revised the implant because there was scar tissue, and the ins came unanchored. The patient reported having two bad legs and back pain. It was reported that the ins was against the patient's rib when the hcp went in. It was reported the ins was above the patient's waist line and the hcp put it under and moved the leads. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.